Event description:
It was reported that the pt had variations in the loudness of sound. At times she was not able to hear at all. The external equipment was replaced but without success.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.